Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure the fiber failed and was noted to be broken. The procedure was completed with an alternative procedure (turp). No other information was provided. There was no patient injury reported due to the event.